Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI's for the devices are unavailable as the lot numbers were not provided. Patient medications ¿ vasopressors, betablockers and ace inhibitors the conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include paralysis, transient-ischemic attack, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent elective treatment of a chronic dissection measuring 53mm in proximal zone 2 and extending distal to zone 10. The tevar indication in zone 3 was malperfusion. Three conformable gore® tag® thoracic endoprostheses (the product item number is unavailable, as no measurements were listed in data provided, lot/serial numbers are unavailable) were reportedly implanted. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 2. On an unknown date, three days post procedure, the patient experienced leg motor function decline, paralysis, a reintervention was performed. A spinal drain was placed for spinal ischemia and vasopressors were given for therapeutic treatment. The patient remained free from thoracic dissection. Thirty-eight days post procedure the patient expired, data revealed the death was related to disease or treatment. Additional event details are not available.

Manufacturer narrative:
Correction additional devices implanted and/or related to this event: tgu454510 and tgu373715. Correction the lot numbers of the (3) tag devices were not provided, therefore a review of the manufacturing records for the devices was not possible since the device lot/serial number was unavailable.